Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting increased threshold measurements which resulted in muscle stimulation. A revision procedure was performed and the lead was explanted and replaced. The boston scientific representative stated there was no mechanical issue with either the lead or the associated device. No additional adverse patient effects were reported.